Event description:
The consumer allegedly developed a pressure sore around the small area of her back/tailbone area overnight, when someone bumped a control knob on the mattress and caused it to deflate. Surgery was needed for the alleged injury.